Event description:
Upon activating an eas on a laparoscopic inquinal hernia repair, the end of the eas fell off into the patient's abdomen. All pieces were retrieved laparoscopically. Another eas was dissected to ascertain that all pieces were retrieved. X-ray was negative for foreign body. All eas's with same lot # were immediately removed from or.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: invalid data, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.